Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the tulip filter would not expand after advancement from jugular approach. Attempt to withdraw the filter was unsuccessful, as the filter had released from the introducer. The filter was retrieved with a cook filter retrieval device and filter placement was rescheduled. The complaint device was not returned and based on the information provided it would be inappropriate to speculate at what may or may not have prevented the filter from fully expanding and following what caused the filter to unintendedly release from the jugular introducer. It is previously seen that the filter legs may be somehow obstructed from fully expanding, if the filter is deployed in a thrombus, if the filter legs are caught in a clot or if the filter is not placed in ivc. However, in this case the reason would be pure speculation, as no imaging could be obtained. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). D3) denmark. G1) denmark. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: when igtcfs-65-1-jug-tulip was attempted to expand in ivc, it did not. Therefore, the physician attempted to retrieve the filter but it was released from introducer although he didn't push the safety button. He retrieved the filter with vrs-6.0-90. A filter is to be placed tomorrow.